Event description:
"Device was removed due to infection." Follow up with hcp revealed that the explant of the device occurred approximately in the middle of october. No other information available at this time.